Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01206.

Event description:
The patient was undergoing a coil embolization procedure in the superior thyroid artery using packing coils lp and a non-penumbra microcatheter. During the procedure, the physician placed one packing coil lp into the target vessel using the microcatheter. While advancing the second packing coil lp, the physician experienced resistance and subsequently, the packing coil lp would not advance further. Therefore, the packing coil lp was removed. The physician then advanced the third packing coil lp; however, the same issue occurred. Therefore, the packing coil lp was removed. The procedure was completed using packing coils lp. There was no report of an adverse effect to this patient.